Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section d.2b: procode is krd/hcg. Section d.4: the product catalog and lot numbers are not available / not reported. The unique identifier (UDI) and expiration date of the device are not known. Section e.1: the initial reporter phone and email address are not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. The lot number of the device is not known; therefore, manufacturing documentation review was not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a coil embolization procedure of the lumbar artery prior to stent graft implantation, the devices were used in accordance with the instruction for use (IFU). A 5fr diagnostic catheter and microcatheter approached the target lumbar artery, two cerenovus coils were placed. As with the previous two coils, a third coil (catalog and lot number unknown), was placed and detachment attempt was unsuccessful. There were three attempts to detach. The controller box was rebooted but the issue continued. The empower control cable (ecb00018200 / 31062773) was determined to be defective. The physician attempted to retrieve the coil. It was reported that ¿while slowly pulling the coil into the microcatheter (about 5cm from the tip), the coil was detached. The coil was then pushed in slowly with the delivery wire and successfully placed.¿ two competitor coils were subsequently placed in the other lumbar artery and the embolization procedure was successfully completed. It was not known if a continuous flush was maintained. There was no negative patient impact.